Event description:
Healthcare professional reported "textured recall, rupture, capsular contracture," baker grade IV. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "textured recall, rupture, capsular contracture," baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "textured recall, rupture, capsular contracture," baker grade not specified. Device has been explanted. This record is for the left side.